Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-01729. Approximate age of device - 7 years, 1 month. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient came into clinic stating that the lvad system was producing low flow alarms the previous evening while having intercourse. In clinic, interrogation confirmed pump stoppages around the time of the low flow alarms. The patient was sent for cxr and kub. A previous percutaneous lead (driveline) replacement was provided on (B)(6) 2015. A log file provided to the technical service representative confirmed pump stoppage events. In addition, submitted x-rays were reviewed. The representative was unable to determine the length of the original driveline from the exit site to the proximal end of the prior driveline repair. A request to measure the distance from the exit site to the proximal end of the repair area was made. Additional information was requested but was not provided.

Event description:
Additional information was provided by the vad coordinator indicating that the patient was discharged home on an ungrounded power module patient cable and has been instructed to contact the vad team of any further alarms.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time.a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.